Event description:
According to clinical study conducted between april and june 2009 as printed in "hormones 2009, 8 (2)" lap sleeve gastrectomy procedures were performed on 15 morbidly patients between november 2005 and november 2007. According to the report, the patient had a gastric leak with staple line hemorrhage on the first postoperative day. The study reports the surgeon used a biosynthetic absorbable material to reinforce the staple line that they believe negatively affected the closure and led to the hemorrhage. The patient was reoperated due to hemoperitoneum, but severe gastric tube stenosis eventually mandated revision surgery one month post operative. The report continues, "although difficult to prove, it is hypothesized that the one gastric leak in the present series could be attributed to malfunction of the stapler covered with the reinforcement material."

Manufacturer narrative:
Date initial report sent: 9/17/2009.